Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom fluid infiltration. Evaluation found the wireless battery to be inoperable and found corrosion on the wireless module flex and radio printed circuit board. The wireless battery module was returned from service.

Event description:
It was reported that a wireless battery module experienced liquid infiltration. It was also reported that there was no patient injury.